Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) dialed into the station and confirmed that it was operating normally. The tss reported that the station had applied updates and subsequently returned to normal operation. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that after rebooting, the workstation displayed the message: getting windows ready. Do not turn off your computer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.